Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00956607 case subject: npi 8110 failed force sensor calibration account name: university of virginia health system warehouse account #: 1846300 asset name: 8110 syringe module v9.15.1 r asset location: contact: shane shiflett contact email: sts3z@hscmail.mcc.virginia.edu contact phone: (434) 243 5802 contact mobile: (434) 465 9380 patient or user involvement: no patient or user harm: no case description: shane just received 8110syring sn (B)(4) back from service repair center. The unit failed plunger force accuracy test. Failure device type: failure problem type: failure mode: case resolution: I transferred shane to com for rga number to send unit in for 90 days warranty repair. Ref:_00d30y0yr._5000l1qig7s:ref